Event description:
It was reported that the patient pump eroded through the skin. On (B)(6) 2013 the pump and catheter were explanted. The pump was replaced on the opposite side of the abdomen. Patient required hospitalization and recovered without sequelae after the surgery. It was later reported that the healthcare provider (hcp) cancelled the scheduled appointment and maintained patient in flex dosing. It was then reported that everything seemed to be going on well .the pump was delivering compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter. (B)(4).